Event description:
Customer reported that the left monitor failed. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the sys. Customer will have repair performed by a 3rd party.